Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error and open safety valve. There was no patient harm. Our field service engineer troubleshooted and replaced the expiratory channel printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to clinical service after passed tests. No further issues have been reported. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on october 16, 2020, the date of event, and a stop of ventilation 5½ hours after ventilation was started. The failure was preceded of several clinical alarms indicating high pressure. The last successful pre-use check passed eight days before the incident. A visual inspection of the returned expiratory channel pcb did not show any anomalies. The returned expiratory channel pcb was installed in the reference ventilator. Four pre-use checks passed and simulated use test ventilation ran for six days without issues. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault condition is present, it will be detected during pre-use check. The conclusion is that the reported issue could be confirmed in the received device logs but not during laboratory tests. The expiratory channel pcb was replaced as a precaution according to the recommendations in the service manual.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes indicating power error and an open safety valve. There was no patient harm. (B)(4).